Manufacturer narrative:
Product event summary: analysis found that the printed circuit board was out of electrical specification and the calibration was invalid. It was also noted that the upper case was broken. The price quotation for repair was rejected by the customer, so the customer asked that the device be returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.